Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material #:303010 batch#: 3313980. It was reported by customer that black spots found on the needles. Rcc received a complaint via email. Email(s) attached. Attached is a supplier corrective action request regarding a recent issue reported to deroyal. Please review and complete all sections as soon as possible. Attached are pictures of the defective product. Black spots found on the needles.

Manufacturer narrative:
Pr (B)(4) follow up it was reported there were black spots on the needles. To aid in the investigation, three samples with no packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the plastic shield has dark colored specks of embedded degraded resin. The photo provided shows the samples received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 303010, lot 3313980. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The samples will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material #:303010. Batch#: 3313980. It was reported by customer that black spots found on the needles. Verbatim: rcc received a complaint via email. Email(s) attached attached is a supplier corrective action request regarding a recent issue reported to deroyal. Please review and complete all sections as soon as possible. Attached are pictures of the defective product. Black spots found on the needles.